Manufacturer narrative:
The doctor stated that the patient's tooth was restored with a composite material and confirmed that the tooth would be fine. The doctor returned one of the brackets involved in one of the incidents. Evaluation of the returned bracket is anticipated. This is the first MDR report of the five incidents reported.

Event description:
In 2009, a doctor reported to ormco corporation that five different patients experienced enamel loss when 5 damon3mx brackets debonded.